Manufacturer narrative:
Claim# (B)(4).

Event description:
A vector analysis was requested for a patient who has a spherical icl and has residual astigmatism. The suregon is wanting to do an exchange for a toric icl.